Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was bleeding quite a bit after inserting a sensor. Her blood glucose was 174mg/dl at the time of reporting. She stated that she could see blood on the sensor connector. It was discovered that the customer had inserted the sensor properly and in an acceptable area. She was advised to replace the sensor, and was told that it would be replaced. No equipment is being returned. No additional information was reported.